Manufacturer narrative:
The reported event of stylet got stuck within the lumen was confirmed. A complete lead without a stylet was returned in one piece for analysis. A stylet could not be fully inserted into the lead due to the inner coil being over-torqued at the connector region consistent with procedural damage. The cause of stylet got stuck within the lumen was due over-torque of the inner coil.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be positioned as it exhibited separation failure from the stylet. The rv lead was removed and replaced. The patient was in stable condition.